Manufacturer narrative:
The leads were discarded by the medical facility and will not be returned for evaluation.

Event description:
During a lead revision procedure, the doctor had a difficult time placing the lead. The patient began to have an adverse reaction to the anaesthesia, so the doctor explanted one lead and stopped the procedure. The next day, the patient reported paralysis and weakness in her right leg. The doctor decided to explant the remaining lead. The patient is recovering at home and reports that she is no longer experiencing paralysis, but still has minor weakness in the right leg.